Event description:
Legal papers claim the components were malfitting; mal-tracking; misaligned and dislocating. The patient was revised on an unknown date for loosening; bone loss and polyethylene degradation.